Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific that a sensation snare was used in the intestinal tract for an endoscopic polypectomy procedure performed on (B)(6) 2026. During the procedure the snare failed to cut the target polyp. The procedure was completed with an alternative snare. There were no patient complications as a result of this event.